Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Found the image acquisition system (ias) software was unexpectedly exiting. Reloaded ias software. Issue resolved. System performed as intended. On (B)(6) 2016 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, radiographic technologist (rt), reported that, while in a procedure, their imaging system would not fully boot-up. The imaging system did not show the status of motion, generator, or mobile view station (mvs) connection. The rt re-booted the system several times and re-connected the umbilical, however, trouble-shooting did not change the booting status. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome reported.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that this occurred in a lumbar fusion procedure. A second imaging system was used to continue the procedure.